Event description:
Revision surgery - due to the patient having a hot and red rash on the skin of their shoulder along with slight subluxation. There was no infection, possible metal allergy.

Manufacturer narrative:
The reason for this revision surgery was reported as pain the patient was experiencing after 3 months of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for the patients pain could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness